Manufacturer narrative:
Sc-1132 (sn (B)(4)): device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patients ipg was no longer functional. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.

Event description:
A report was received that the patients ipg was no longer functional. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively.